Event description:
In 2008, the dentist informed kerr corporation that she could not remove 5 - 6 temporary crowns which were placed with tempbond in 4 patients. The doctor had to cut the temporary crowns in half in order to remove.

Manufacturer narrative:
Once the doctor cut the temporary crowns in half, they easily popped off. No ultrasonic, modifier or other technology was used to remove the crowns. The patients are doing fine. The exact cause of the inability to remove the temporary crowns cannot be determined because the product that was used was returned empty and an evaluation could not be performed. The retain sample was tested and results were found to be within specifications. This is the first MDR report of the four incidents reported. Evaluation: the actual device involved in this incident was not returned for evaluation. Therefore, the retain sample underwent testing. The results indicated that the product was within specifications. See scanned page.